Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The pump was unable to perform the displacement test, basic occlusion test, occlusion test, excessive no delivery test, prime test, and error test or verify prime/fill anomaly due to motor error alarms. No cosmetic damage was noted during physical inspection.

Event description:
The customer's nurse reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with the pump. The customer stated that she had an MRI yesterday and the pump was not removed. The nurse stated that the pump was stuck in the rewind cycle. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.